Event description:
Litigation alleges that patient experienced pain and discomfort.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Event description:
Plaintiff alleges debris from pinnacle cause severe inflammation, tissue loss, bone loss, elevated metal ions and injuries.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2159223, 21366695, and 2380305 . A search of the complaint database search finds one additional reported incident against lot code 2162297 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 3/25/2014 , 3/26/2014, 4/11/2014, & 4/17/2014-medical records received. After review of the medical records most pertain to the patient's other medical issues. The primary operative note from the left hip operation was included and several post op hip xrays. One xray from (B)(6) 2013 of the left hip noted indicated there may be some femoral loosening. There is no new additional information that would affect the existing MDR decision.